Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the holder was not properly attached to the sewing cuff and caused an abrasion on the valve suture as well as a small nick in the aorta. The nick in the aorta was sutured at closure of the aortotomy and caused no bleeding or other adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, only the valve holder was returned. The valve was not returned. A black suture remained attached to leg 3 of the holder. The valve holder was intact. Under magnification, the tips of the sutures attached to the valve holder were observed. All suture tips were smooth, indicating they were cut. Analysis could not confirm the clinical observation. Based on the analysis performed, the valve holder sutures appeared to have been cut, likely during the implant of this device. It is unknown when the nick to the aorta occurred, during cut of the sutures, or due to an abrasion on the valve suture cuff. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution.

Manufacturer narrative:
The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.